Event description:
Procedure type: stress urinary incontinence. According to the rptr: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, pain, undergone add'l surgery, erosion, mesh exposure, mesh contraction, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, pelvic floor damage, pelvic pain, and recurrent urinary incontinence. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).